Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's implantable pulse generator (ipg) would not connect to the patient controller (pc). This issue began after the patient underwent a surgical procedure and the device was not set to surgery mode. Technical services attempted to guide the patient through establishing a connection between the generator and the pc, but was unsuccessful. A company representative met with the patient and was able to re-establish connection to the patient's generator and the issue was resolved.